Event description:
Customer reports that she received results of 75mg/dl and 128 mg/dl on the same device within 2 minutes. No action reportedly taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.